Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having chest pressure issues, headaches and coughing up blood, bronchial issue, difficulty in breathing/short of breath. The patient was prescribed an inhaler. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to sound abatement foam and became degraded and caused the patient to have chest pressure issues,node bleed,back pain, headaches and coughing up blood, bronchial issue, difficulty in breathing/short of breath. The patient was prescribed an inhaler. The medical intervention that the patient received in response to the event is currently unknown. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported an issue related to a CPAP device's sound abatement foam become degraded and cause the patient chest pressure issues, headaches, coughing up blood, bronchial issue, difficulty in breathing/short of breath.the patient was prescribed an inhaler while using the device. Additional information has been added that the patient alleged having nose bleeds since last year. Section g3, h6 has been updated / corrected.

Manufacturer narrative:
Additional information was received on oct 12, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information from patient alleging chest pressure issues, nose bleed, back pain, headaches and coughing up blood, bronchial issue, difficulty in breathing/short of breath.the patient was prescribed an inhaler.the medical intervention that the patient received in response to the event is currently unknown. Additional information was received about the allegation of nose irritation respiratory tract irritation asthma (new or worsening) liver disease/toxicity. Section h6 health effects: clinical codes was updated.